Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set was leaking from the IV tubing at the connection with the chamber. The tubing in the neck of the chamber appeared loose. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual examination, the leak was observed between the tubing and the drip chamber. The reported condition was verified. The cause was determined to be incorrect assembly of the tubing into the drip chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.